Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h3, h4, h6, h10, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on distal end of the device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to user. The issue is addressed in the instructions for use (IFU): ¿ before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage. ¿ do not use an aspiration needle that has an irregularly bent or deformed needle tube. Otherwise, unexpected perforation, bleeding, or mucous membrane damage may occur. ¿ when inserting the instrument into the endoscope, the distal end of the needle tube may become bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and ultrasound image; otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. ¿ do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. ¿ do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned and noticed ¿it would not go down¿. The needle was removed from the scope, the screw flew out and the needle was bent. The issue happened during an endobronchial ultrasound. The ongoing procedure was not completed successfully as the needle needed to be removed from scope but the procedure was completed using a similar device after the event. There was no report of patient harm.

Manufacturer narrative:
E3-non-health care professional; e2-no the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device malfunctioned and noticed ¿it would not go down¿. The needle was removed from the scope, the screw flew out and the needle was bent. The issue happened during an endobronchial ultrasound. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the device would not go down because the needle tip was deformed, and the distal end damage was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned and noticed ¿it would not go down¿. The needle was removed from the scope, the screw flew out and the needle was bent. The issue happened during an endobronchial ultrasound. The ongoing procedure was not completed successfully as the needle needed to be removed from scope but the procedure was completed using a similar device after the event. There was no report of patient harm.